Event description:
It was reported that at implant procedure that the set screw in the new device broke and got stuck in the connector block. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection revealed that the setscrew was obstructing the bore (sideways/disengaged setscrew).